Event description:
It was reported that the pt developed the following symptoms; severe sweating, febrile at 38 degree c, passing to hyperthermic state above 39 degree c., edema and inflammation of the left arm, and respiratory difficulties. An urgent scan showed thrombosis of the left subclavian and jugular. As a result, the cvc (central venous catheter) was removed.

Manufacturer narrative:
(B)(4). A medwatch number will be assigned when product is returned so we can determine where product was manufactured. A f/u report will be filed if more info becomes available.